Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The results of evaluation provided the following: -a. No image (error 315). -b. The gap of upward/downward (u/d) knob is out of standards due to worn of angle-wire. -c. There is crease at the connecting tube protector. -d. There is crease at the plug-unit. -e. There is corrosion at the scope-connector (sc) due to leakage. -f. There is corrosion at the sc cover unit due to leakage. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon "no image" was due to insulation failure and/or a bad electrical contact that occurred during the procedure by water invasion of the scope connector. It was not possible to further presume the cause of water invasion at the connector. Deviation from the instructions for use (IFU) may have occurred at leakage test like the investigation results of the former similar case. However, it was not possible to obtain enough information to further presume the cause. The IFU: reprocessing manual warns about leakage test as follows: "5.4 leakage testing of the endoscope <caution> ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ¿ if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. ¿ detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The issue was found during preparation for an unknown diagnostic procedure. There was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event description.